Manufacturer narrative:
Isi has not received the instrument involved with this complaint, therefore the root cause of the customer reported failure cannot be determined. A follow up MDR will be submitted if the instrument is returned and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. Although, the fragment was retrieved and no patient harm was reported, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a piece of plastic from the long bipolar grasper instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information, however, no additional information has been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the investigation. Failure analysis was able to confirm the reported event. The instrument was found to have a broken yaw pulley at the distal end. The yaw pulley was missing a 0.096¿ x 0.113¿ piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is due to mishandling/ misuse. Based on failure analysis investigation, this is deemed as a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.